Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was noted the patient died 7 months after device implant. Follow up with medical examiner reported the patient died as a result of neck injury sustained as the operator of forklift that overturned and landed on patient. Cause of death was atlanto-occipital dislocation due to blunt force neck trauma. Further reported patient experienced abnormal heart beats that triggered the firing of the ICD and unknown whether this series of firings by the device occurred as a result of a cardiac event that preceded the accident or occurred following the accident while the subject was in the process of dying. Patient arrived for work at 0910 and investigator called to scene for deceased patient at 1028. Device interrogation revealed device had fired multiple times starting at 0948 and ending at 1000.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and no anomalies were found. (B)(4) the proximal segment was returned and no anomalies were found. Cosmetic depression was observed on the outer insulation near the connector. (B)(4) the proximal segment was returned and no anomalies were found. Cosmetic depression was observed on the outer insulation near the connector. (B)(4) the proximal segment was returned and no anomalies were found. Cosmetic depression was observed on the outer insulation near the connector.

Event description:
It was noted the patient died 7 months after device implant. The cause of death has been requested and not received.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.